Manufacturer narrative:
Correction: d1 (brand name) and d4 (catalog number).

Event description:
A user facility biomedical technician (biomed) reported that thermal damage was identified within the aquabplus reverse osmosis (ro) system. The thermal damage was found during an evaluation after the biomed was contacted by a user facility patient care technician (pct) who stated the system was not working. The biomed evaluated the system and noticed that it would not pass t1 on the startup cycle. The system would run with t1 on the screen and it would not stop or move to t2. Information from technical services indicates that an f-04-40-04 p1 pump failure alarm was encountered. The biomed stated that this occurred prior to patients arriving at the facility for treatment. The biomed contacted the aquab helpdesk who instructed him to open the hood on the first stage of the system. The biomed followed instructions and immediately smelled burnt wiring. Upon further inspection the motor protection switch was black and there was a burnt wire coming from l1 and connecting to the starter which also had burnt spots on it. The biomed also noted that the overload switch had tripped. The 25-amp fuses on the disconnects were inspected and no issues were found. Power was removed by turning off the disconnects and the bad wiring to the first stage was disconnected. Conductivity and bleach samples were taken and found to be within range. Treatments began that day with a 2-hour delay. The suspected cause of the failure was a surge on one of the phases of electricity. It was also noted that power fluctuations in the town where the facility is located are common. The biomed stated that the motor protection switch (red and green switch on the front of the system), the contactor, the overload on the contactor, and three wires connecting the overload to the contactor were replaced to resolve the reported issue.

Manufacturer narrative:
Plant investigation: the reported issue can be confirmed based on the provided photograph and machine files. The complaint investigation determined the cause of the reported failure to be a bad electrical contact at the wiring at the motor protection switch. The design of the blade receptacle at the motor protection switch was inadequate causing the pump to run with only two line conductors resulting in higher current and higher thermal energy. In consequence the thermal overload relay trips and the pump p1 is not able to run anymore, no pressure can build up to pass the device start test (t1 test). The mentioned thermal energy also caused the damage and overheating of the wiring and blade receptacles at the motor protection switch. This is a known issue and addressed within a CAPA project. A new design was released for the wiring and the crimp connection of the blade receptacle. The device was built before the implementation of this new design. According to the available information the reported issue was solved through replacing the motor protection switch, contactor, overload relay, and associated wiring. It is recommended that all wires at the motor protection switch of stage 1 and 2 be replaced against the improved design. An additional and/or contributing factor for such failure type could also be the mentioned issues with the local power supply. The facility power supply should be checked for proper function and line fluctuations. Without a stable power supply no proper device operation can be ensured. A review for similar complaints or the device history record (DHR) is not required in this case as the failure is a known issue.

Event description:
A user facility biomedical technician (biomed) reported that thermal damage was identified within the aquabplus reverse osmosis (ro) system. The thermal damage was found during an evaluation after the biomed was contacted by a user facility patient care technician (pct) who stated the system was not working. The biomed evaluated the system and noticed that it would not pass t1 on the startup cycle. The system would run with t1 on the screen and it would not stop or move to t2. Information from technical services indicates that an f-04-40-04 p1 pump failure alarm was encountered. The biomed stated that this occurred prior to patients arriving at the facility for treatment. The biomed contacted the aquab helpdesk who instructed him to open the hood on the first stage of the system. The biomed followed instructions and immediately smelled burnt wiring. Upon further inspection the motor protection switch was black and there was a burnt wire coming from l1 and connecting to the starter which also had burnt spots on it. The biomed also noted that the overload switch had tripped. The 25-amp fuses on the disconnects were inspected and no issues were found. Power was removed by turning off the disconnects and the bad wiring to the first stage was disconnected. Conductivity and bleach samples were taken and found to be within range. Treatments began that day with a 2-hour delay. The suspected cause of the failure was a surge on one of the phases of electricity. It was also noted that power fluctuations in the town where the facility is located are common. The biomed stated that the motor protection switch (red and green switch on the front of the system), the contactor, the overload on the contactor, and three wires connecting the overload to the contactor were replaced to resolve the reported issue.

Event description:
A user facility biomedical technician (biomed) reported that thermal damage was identified within the aquabplus reverse osmosis (ro) system. The thermal damage was found during an evaluation after the biomed was contacted by a user facility patient care technician (pct) who stated the system was not working. The biomed evaluated the system and noticed that it would not pass t1 on the startup cycle. The system would run with t1 on the screen and it would not stop or move to t2. Information from technical services indicates that an f-04-40-04 p1 pump failure alarm was encountered. The biomed stated that this occurred prior to patients arriving at the facility for treatment. The biomed contacted the aquab helpdesk who instructed him to open the hood on the first stage of the system. The biomed followed instructions and immediately smelled burnt wiring. Upon further inspection the motor protection switch was black and there was a burnt wire coming from l1 and connecting to the starter which also had burnt spots on it. The biomed also noted that the overload switch had tripped. The 25-amp fuses on the disconnects were inspected and no issues were found. Power was removed by turning off the disconnects and the bad wiring to the first stage was disconnected. Conductivity and bleach samples were taken and found to be within range. Treatments began that day with a 2-hour delay. The suspected cause of the failure was a surge on one of the phases of electricity. It was also noted that power fluctuations in the town where the facility is located are common. The biomed stated that the motor protection switch (red and green switch on the front of the system), the contactor, the overload on the contactor, and three wires connecting the overload to the contactor were replaced to resolve the reported issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.